Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized three times over the year leading up to the call due to issues with the insulin pump and sensors. Blood glucose levels at the times of the incidents were not provided. The insulin pump was not replaced or returned for analysis.